Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI guidelines. Patient reported the device never worked right.  It never was right for patient either. The back problems had nothing to do with the corrective surgery. Patient turned the implant off in 2016. The device was turned off for at least 7 years ago. Now pt found a healthcare provider (hcp) that they want to see for their back issue and hcp wanted an MRI before pt walked in. Reviewed MRI guidelines and redirected to healthcare provider. Additional information was received from the patient. They reported that they were sent an encrypted manual system, pt wanted to know if their ins manual could be sent to them. Pt noted they had a doctor ready to take their ins. Patient further said they were working with an healthcare provider (hcp) and were going to have the spinal cord stimulator (scs) removed and wanted to know if they had percutaneous leads or surgical leads("paddles"). Patient services specialist(pss) reviewed this information with the pt and pt asked for their surgical lead information in writing. Pss transferred the pt to have their device information sent in an email.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.